Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turns on by itself. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator turns on by itself. The customer stated that the issue happened when ac (alternating current) power was connected. The rse advised the customer to check what led (light emitting diodes) were being illuminated while connected ac power. The rse also advised the customer to review the event log for any issues, and to also check the battery voltage being displayed on the pneumatics screen. The investigation is ongoing.